Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler with the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain, malaise and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the serious adverse events remains unknown; therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd related infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain, malaise and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2024 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis (fungal peritonitis), and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. As a result, the patient¿s ceftazidime was discontinued and replaced with intravenous (IV) fluconazole 100 mg daily for 21 days. The patient was discharged on (B)(6) 2024 and is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient is adept at performing aseptic ccpd. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains on outpatient hd following discharge, and it will be several months before the nephrologist considers letting the patient return to ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd related infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2024 with complaints of abdominal pain, malaise and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. However, on (B)(6)2024 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis (fungal peritonitis), and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. As a result, the patient¿s ceftazidime was discontinued and replaced with intravenous (IV) fluconazole 100 mg daily for 21 days. The patient was discharged on (B)(6)2024 and is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient is adept at performing aseptic ccpd. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains on outpatient hd following discharge, and it will be several months before the nephrologist considers letting the patient return to ccpd therapy.